Event description:
Hard implants, calcified capsules, capsular contracture, residual silicone after removal, chronic fatigue, muscle aches in legs, joint pains in fingers/wrists, recurring hives, white and blue discoloration of hands upon cold exposure, non-specific auto-immune condition, closed capsulotomies, breast drainage after implant removal, breast tenderness, general aching/stiffness, cold hands and feet, visible implant wrinkles.